Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg migrated in the pocket site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was relocated to the abdomen addressing the issue.